Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp in a 85yo male patient for acute myocardial infarction and cardiogenic shock. It was reported there was bleeding around the repositioning sheath following the peel away removals. Angle matching and resuturing with 2 forward tension sutures stopped bleeding from the access site. The pump was eventually explanted.